Manufacturer narrative:
The customer stated that controls passed with no issues. The centrifugation time and speed may not have been done according to the tube manufacturer's recommendations. Upon review of the alarm trace, a low system reagent alarm was observed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t gen5 on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 155 ng/l and this value was reported outside of the laboratory. A second sample was collected from the patient and resulted in a troponin t value of < 6 ng/l. The doctor then questioned the result from the original sample. The original sample was then repeated on the same analyzer, resulting in a troponin t value of 6.53 ng/l. The sample was also repeated on a second analyzer, resulting in a value of 6.15 ng/l. The repeat value was deemed correct. The troponin t reagent lot number was 64241201, with an expiration date of 30-nov-2023.

Manufacturer narrative:
The field service engineer determined there was an issue with the patient sample and contamination within a system reagent syringe. Calibration and controls were ok. The hardware operation was verified, and there were no bent probes or dripping. Precision studies were performed. The issue alleged by the customer could not be reproduced.